Manufacturer narrative:
The manufacturer previously reported the device's sensor board needed to be replaced to address failed test steps. The device was recalibrated to address the issue. The sensor board was not replaced.

Event description:
The manufacturer received information alleging a ventilator failed to deliver adequate pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for flow and pressure verification. The device's sensor board needs to be replaced to address the issue.